Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was post paced t-wave over-sensing (pptwos). Additionally, the right atrial (ra) lead is suspected to be damaged. This was discovered via a previous event that is currently not known. The patient was asymptomatic. No changes were made and there were no consequences to the patient.